Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service center. The service technician replaced the power board to address the customer's reported issue and returned the defective component to carefusion for failure analysis. Failure analysis: carefusion was able to verify the customer's reported issue. During initial bench testing, the golden testing ventilator would not start up on the external ac power source or the internal battery power sources. Visual inspection and investigation found the power board f1 fuse had over heated and blown. This issue caused the ventilator to not function on both power sources. Carefusion scrapped the power board after failure analysis.

Event description:
It was reported to carefusion that the unit was not accepting any external power. While in service, it was discovered that a component had overheated. There was no patient involvement associated with this complaint.